Event description:
Boston scientific crm received information that this atrial lead exhibited impedances greater than 4000ohms due to a lead fracture. A revision procedure was performed, the lead was surgically abandoned and replaced. In addition, during the procedure the device was electively replaced as the battery gauge was bol even though the gauge was at the middle of the scale. The explanted products will not be returned.

Manufacturer narrative:
Should additional information become available this event will be updated.